Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the rv lead sense/pace channel and on the can-rv coil channel. A low ventricular impedance was noted. The noise was reproducible with arm movement. Insulation anomaly was suspected. The sense/pace portion was capped and replaced. The defib. Portion remains active.